Event description:
It was reported that during an achilles tendon repair procedure using a topaz microdebrider ifs wand, the wand stopped working and the tip allegedly exploded. The procedure was able to be completed using a back up wand without significant delay. There were no patient complications reported as a result of this event.